Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed under local anesthesia using the watchman fxd double curve access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds). Trans-septal access was obtained, the was sheath inserted into left atrium, dilator removed and a pigtail catheter was placed into laa. Left atrial pressure obtained and was noted to be extremely low (3-5), therefore bolus was administered through IV. Angiography was performed of laa, and wds device size was determined using angiography and transesophageal echocardiography (tee). The wds was prepped accordingly, inserted into was sheath, and advanced to the laa. The closure device was deployed, tug test performed and failed. The closure device was recaptured appropriately and the physician attempted another deployment. Following the second deployment, the patient vital signs demonstrated elevated st segment. The closure device was recaptured and maintained in sheath while patient was monitored. The physician made the decision to remove the device(s) and monitor patient for st elevations as they had not resolved following medication delivery. St elevations continued and the decision was made to abort procedure and perform coronary angiography to rule out possible air embolism. The patient remained stable with medication. Arterial access was obtained for coronary angiography. Coronary angiography performed which revealed no complications with left side coronary arteries, although an air embolism was discovered in distal right coronary artery (rca). The physician continued to medicate and flush through diagnostic catheter to get air embolism to resolve. The patient moved from cath lab to unit for monitoring. Approximately three (3) hours later, the physician said patient was removed from pressors, awake and having no symptoms.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed under local anesthesia using the watchman fxd double curve access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds). Trans-septal access was obtained, the was sheath inserted into left atrium, dilator removed and a pigtail catheter was placed into laa. Left atrial pressure obtained and was noted to be extremely low (3-5), therefore bolus was administered through IV. Angiography was performed of laa, and wds device size was determined using angiography and transesophageal echocardiography (tee). The wds was prepped accordingly, inserted into was sheath, and advanced to the laa. The closure device was deployed, tug test performed and failed. The closure device was recaptured appropriately and the physician attempted another deployment. Following the second deployment, the patient vital signs demonstrated elevated st segment. The closure device was recaptured and maintained in sheath while patient was monitored. The physician made the decision to remove the device(s) and monitor patient for st elevations as they had not resolved following medication delivery. St elevations continued and the decision was made to abort procedure and perform coronary angiography to rule out possible air embolism. The patient remained stable with medication. Arterial access was obtained for coronary angiography. Coronary angiography performed which revealed no complications with left side coronary arteries, although an air embolism was discovered in distal right coronary artery (rca). The physician continued to medicate and flush through diagnostic catheter to get air embolism to resolve. The patient moved from cath lab to unit for monitoring. Approximately three (3) hours later, the physician said patient was removed from pressors, awake and having no symptoms.

Manufacturer narrative:
H7: corrected from no remedial action applies to other, product advisory. H9: added 97423085-fa. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.